Event description:
One discrepant sodium pt result reported. Initial result 123 mmol/l, repeat 133 mmol/l (different analyzer, same methodology). The initial result was not reported. The field service rep determined the cause to be salt bridges at the waste outlet. He cleaned the waste connection and verified all ise seals and adjustments. Performance tests performed which were within specification.